Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the fio2 is out of specification; when the fio2 is set to 70% and 90% the fio2 reading on the ventilator and a external analyzer is 100%, fio2 setting to 40 and the reading is 19%, fio2 setting to 60% and the fio2 reading is 100%. No patient involvement.